Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the in-stent restenosed left renal artery. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm for 30 seconds. The balloon was removed safely from the patient through the sheath and the procedure was completed with a different device. No complications were reported.